Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31897432l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with an octaray mapping catheter and the patient experienced ventricular fibrillation (vf) and cardiac arrest that required cardioversion and heart compressions. During pacing from octaray mapping catheter in left ventricle, the patient went into ventricular fibrillation. Vf terminated after four cardioversions. Manual heart compression restores sinus rhythm. It was reported that the event is unlikely related to the product (octaray mapping catheter). Additional information was received which indicated that the physician's opinion on the cause of the adverse event was the patient's sick heart itself. No ablations were performed.